Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the circumstances that led to the shocking included every time they charge. Steps taken to resolve the shocking including calling and asking for help and then to their doctor where they had an appointment to check the device. They also wrote to a representative and she explained what the best thing to do was and offered to check the device as well. The issue is not resolved and the shocking continues every time they charge themselves in different ways.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient put the recharger over the device and patient felt a strong electrical shock down patient's arm. Patient states they took the antenna off the device and waited half an hour to charge again. They then put the recharger antenna over the device again and patient felt the electric shock again. Patient states ever since patient experienced the electrical shocks, patient is getting little electrical shocks everyday that come and go. The patient has not had any falls or trauma. Patient states the patient met with the healthcare provider for a routine check up a month ago and healthcare provider said the device was good. No further complications were reported or anticipated with this event.